Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right atrial (ra) lead exhibited under-sensing. The ra lead was capped and replaced on (B)(6) 2024. The patient remained in stable condition.